Event description:
Revision surgery due to recurrent hip luxation with exchange of the ball head on (B)(6) 2012. This issue was described in documents that we have received to (B)(4) (revision surgery due to stem fracture at the neck)(your ref. 9613369-2017-00003). Surgical history: on (B)(6) 2012: c-0138570 first revision surgery due to breakage of the bicon-plus ceramic/pe-insert with exchange of the shell, insert and ball head.